Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a duet's tubing disconnected from the patient line stopcock after it was in use for more than seven days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.